Manufacturer narrative:
The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient was diagnosed with an infection at their ipg site. Cultures were taken and came back positive for pseudomonas. In turn, the patient was administered antibiotics and will be monitored in the meantime.

Manufacturer narrative:
During processing of this complaint, the patient's weight was unable to be obtained. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow-up revealed the patient's infection resolved over time.